Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: water tightness is lost. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, it is likely the following led to the malfunction: poor water-tightness of cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited loss of the water tightness. There was no patient involvement.